Event description:
It was reported that the atrial lead exhibited noise. The lead was taken out of service and replaced.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 23 cm from the connector pin and the proximal coil was exposed, due to friction with another device, which could cause the noise problem.

Event description:
Same case as MFR #: 2134265-2010-02886 & 2134265-2010-02887 it was reported that post a peripheral stenting treatment procedure, in-stent restenosis occurred. The denovo lesion was located in the non-tortuous superficial femoral artery. The physician advanced the 5/60 sentinol vascular stent to the lesion and successfully implanted it. Patient status was reported as "fine". At 14 months post procedure, the physician preformed a cryoplasty procedure to treat in-stent restenosis in the 5/60 sentinol vascular stent. The greater than 75% stenotic lesion was located in the non-calcified and non-tortuous superficial femoral artery. The physician advanced the .035 - 4/60/120 polarcath balloon to the lesion and during the first inflation the balloon ruptured. The physician then advanced a .014 - 4/40/135 polarcath balloon to the lesion and during the first inflation, the balloon ruptured. There were no patient complications. The procedure was completed with percutaneous transluminal angioplasty and the deployment of a 4/4/135 sterling balloon. Patient status is reported as "fine".